Event description:
Device malfunction: none. Symptoms / ae: stroke. Time of ae: one day post-procedure. It was reported that one day post a left internal carotid artery stenting procedure, the patient experienced a stroke. Stroke symptoms were noted to begin as the blood pressure was decreasing. The systolic blood pressure (bps) was noted to be 190 mmhg. The patient was given hydralazine. Within minutes, the bps decreased to 150 mmhg and the patient began showing signs of a stroke. Symptoms included right sided weakness, right sided facial droop and expressive aphasia. An MRI was done showing a left hemispheric small punctuate watershed infarct. The patient was treated with heparin. Seven days post procedure, the bps was 215 mmhg. The patient was treated with cardene. Stroke symptoms worsened as the blood pressure dropped. A repeat MRI showed no changes. Ten days post procedure, the bps was kept high and running around 182 mmhg with improved status of the patient. Reportedly, the stroke and related signs and symptoms are unrelated to the device or procedure but likely due to an underlying medical condition. Eleven days post-procedure, the patient was discharged. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Stroke is a known possible adverse event associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities.